Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra blood glucose meter. The customer obtained readings of 1.2 mmol/l and 5.3 mmol/l within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the 'b' and 'c' zones. The 'c' zone result is considered clinically significant. There was no report of death, serious injury or mistreatment. Please note that the customer stated that the glucose tests were performed on the date the test strips expired.

Manufacturer narrative:
(B)(4). The customer's meter (B)(4) has been returned and tested with a control batch of test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification during control solution testing.